Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had blank display and insulin flow blocked. The customer reported that the blood glucose was 9.3 mmol/l at the time of incident. Troubleshooting was not performed at the time of call. The insulin pump is not expected to return for analysis.